Event description:
Customer called to report a fluid leak from the unicel dxc 600i synchron access clinical system and requested on-site service. The field service engineer (fse) inspected the instrument and received 'cuvette not dry at first reagent inject' error message from the instrument. The fse determined that the reagent t-valve that was leaking because it required replacement, likely due to normal wear. The fse then replaced the t-valve, which resolved the leak issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer stated that no one was harmed by or exposed to the leak, and that patient samples and results were not affected by the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).